Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh, device manufacturer. According to the user facility and alberta health services, the device was destroyed at the side of the user facility. Without the device or a batch number, no further investigation can take place, the root cause of the problem cannot be determined. There was no other complaint of the reported product type in the last 3 years. The root cause of problem is unknown, no actions can be defined to prevent similar incident. Rw gmbh considers this MDR closed. Rw gmbh will submit a follow up report if and when new information becomes available.

Event description:
The following incident was reported to rw gmbh on (B)(6) 2021 by alberta health services, (B)(6): during minimally invasive surgery (laparoscopy) it was noted by the surgeon that there was a potential loose piece moving at the distal end of a laparoscopic instrument shaft. The instrument and trocar sleeve were re-moved as one piece. Instrument was removed from the body prior to confirmation that there was a loose piece. Following removal of the instrument it was noted that there was a 2mm gap (with exposed metal) at the distal end of the instrument shaft. Investigation for a loose piece of black plastic commenced and no piece was lo-cated in peritoneal cavity, not seen/ found with the instruments (not attached to laparoscopic instrument or found within the trocar or drapes). The user facility has reported no patient consequences.